Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, multiple attempts were made to pass the 0.014" enroute guidewire through the lesion, however the wire would buckle and prolapse. An angiogram was taken which revealed a common carotid artery (cca) dissection close to tip of arterial sheath. The sheath was pulled back 1 cm which allowed .014'' command wire to pass through the dissection. The physician decided to use an unplanned stent to cover the dissected area.